Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p-waves and a possible pacing issue, and had dislodged during coronary artery bypass surgery. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.